Event description:
It was reported that the patient is undergoing radiation therapy and the device completed several power on resets. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed power on reset - power on reset parameters. Write to locked random access memory (ram) power on reset (por) recorded on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. Multiple parity errors are recorded (B)(6). This is common for patients receiving radiation treatment. Por severity was low and the device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: change made to device conclusion. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed power on reset - power on reset parameters. Write to locked random access memory (ram) power on reset (por) recorded on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. Multiple parity errors are recorded (23). This is common for patients receiving radiation treatment. Por severity was low and the device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The performance data collected from the device was analyzed and the data revealed power on reset - power on reset parameters. Write to locked random access memory (ram) power on reset (por) recorded on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. Multiple parity errors are recorded (23). This is common for patients receiving radiation treatment. Por severity was low and the device should be able to fully recover after the reset.